Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube a root cause could not be identified. Based on the results of the investigation, the most probable for reported failure was could not established and for additional finding outer tube most probable caused was traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was inoperable. There were no reports of patient harm.